Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display issue was observed. The reporter noted that the issue was observed a few months ago and it had been progressively getting worse. The information provided indicated that the display was hard to read under different lighting. With a replacement battery and changes to the contrast settings, the dim display issue was unresolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.